Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occur, no image is displayed and charged coupled device unit is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken, stripes in image occur, therefore no image is displayed and is accompanied by image flickers. Also, the video cable is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image flickers, has poor lighting and blurry image. There were no reports of patient harm.